Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia following multiple infusion set and cartridge handling errors during a supply change, including failure to remove the needle guard, incorrect loading technique causing a bent cannula, failure to remove adhesive backing leading to site leakage, and dropping two cartridges, after which customer care guided a full set and cartridge replacement and insulin delivery resumed. Symptoms included elevated blood glucose up to 425 mg/dl followed by a low blood glucose on waking that responded to oral carbohydrate. Outcomes included transient disruption of insulin delivery with no medical intervention, no backup therapy use, and recovery of glucose values after troubleshooting. Investigation included technical support troubleshooting and review of device use and components. Investigation of this case revealed user-related infusion set insertion and site adhesion errors that likely caused insulin leakage and inadequate delivery. It was concluded that the event was related to user handling error of the infusion set and cartridge rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.